Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract on a bd insyte autoguard pnk20ga x 1.16in. The following information was provided by the initial reporter: "after puncture, the hard needle cannot be retracted by pressing the latch."

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard device from lot 3166518 was provided for investigation. The needle was received fully extended from the shield and the IV catheter was not present on the needle. A microscopic examination revealed misplaced adhesive on the button, which prevented activation of the safety mechanism. The appropriate manufacturing personnel were notified of this complaint. A trend was identified for needle retraction failure complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness.